Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pt reported falling approximately 2 months ago and the ins shut off and they were unable to get it to charge. It was reported that while adjusting the ins programming that the stimulation stopped and the ins was dead. The hcp believed that the dtc cable was broken, repair of return product confirmed connector pins broken. The pt was not satisfied with hcp and felt that they did not know what they were doing, and asked if patient service specialist would talk with hcp. Pt reported difficulty walking without stimulation and while walking back into the hcp office fell. No additional symptoms or additional complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.